Event description:
During follow-up, low sensing was observed on the right ventricular (rv) lead. Lead revision was attempted but the helix of the rv lead failed to extend so the rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of r-wave amplitude variation was not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found that the inner coil inside the connector region was over-torqued, consistent with procedural damage. After cleaning blood and tissue from the helix and applying torque to the connector pin, the helix could be retracted and extended. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil.